Manufacturer narrative:
The analysis was performed on a cobas taqman instrument (serial number: (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay was performing as intended. Data analysis revealed that the initial reactive result for hcv showed late, non-sigmoidal amplification, which is indicative of non-specific amplification and does not typically repeat. The repeat test for hbv showed early, sigmoidal, but minimal amplification, which was most likely caused by contamination due to deviations from optimal reagent and sample handling workflow. Positive and negative controls, as well as internal controls, demonstrated robust and sigmoidal amplification, confirming proper assay functionality. No trend was identified for the reagent lot h18062. The root cause for the discrepant hcv result was attributed to non-specific amplification, while the discrepant hbv result was most likely due to contamination. The device remains in operation at the customer site, and the customer was advised to follow optimal workflow practices during sample and reagent handling.

Event description:
The initial reporter alleged discrepant results when using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas taqman instrument. The event involved a pool of 6 samples initially tested on (B)(6) 2022, which generated a reactive result for hepatitis c virus (hcv) with a cycle threshold (CT) value of 44.2. The pool was retested on the same day and generated a non-reactive result for hcv but a reactive result for hepatitis b virus (hbv) with a CT value of 4.9. Serology testing for both hcv and hbv was non-reactive.